Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot manufactured from 10/15/2014 to 10/17/2014. The device was received for evaluation. Visual inspection did not identify any evidence of particulate matter within the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside the elastomeric balloon. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.